Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes label was peeled off. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the original label on the tube was peeled off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: material #: 364606. Lot/batch #: 1098408. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for label damage was observed. The label damage is due to the glass tubes breaking as the brown colored substance also seen on the labels is the additive that has leaked from the broken tubes and dried. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of tube breakage / damaged label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.